Event description:
Boston scientific received information that this lead was used as a temporary lead, along with a pacemaker that had been removed due to infection. The lead was placed in the jugular vein for 4 days and then removed. There were no other adverse pt effects reported. This issue will be re-evaluated if additional information is received.